Manufacturer narrative:
H6; the perforator product reported involved with this event was returned for evaluation and the disengagement mechanism within the perforator was tested and functioned as intended. The reported failure of failure to disengage could not be confirmed. The IFU #5100-060-700 rev.f provides instructions on how to test the disengagement function of the perforator prior to use. The IFU also warns: use extreme caution when drilling in conditions such as: ¿ bone that may vary in consistency and/or thickness greater than 1 mm. ¿ adherent dura. ¿ high intracranial pressure. ¿ other abnormalities in the area of penetration. The perforator may cut or nick the dura or brain.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was no surgical delay and the procedure was completed successfully.